Manufacturer narrative:
H6: investigation summary: one photo was received and evaluated. The photo showed a single loose 5ml syringe with customer label ¿1% lidocaine¿ attached and about 4ml of medication in the fluid path. Black and brown foreign matter was observed to be present in the syringe at various spots. The foreign matter was seen in the luer collar, barrel wall and flange. It was hard to determine what the foreign matter was. However, it appeared to be embedded within the plastic and was likely burnt plastic. Device history record review: all visual inspections were performed as per requirement with no quality notifications observed related to the complaint defect for batch 0280504. A complaint history check was performed no additional complaint reported with the defect/condition of foreign matter with batch 0280504 regarding material 301027 a trend review was performed one additional complaint reported with the defect/condition of foreign matter (burnt plastic) regarding material 301027 in a 12-months period (september 16th, 2020 to september 16th, 2021 ). Potential root cause for the burnt plastic defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 0280504 is considered in compliance with our product specification requirements. H3 other text : see h10.

Event description:
It was reported syringe 5ml ll bns had foreign material. The following information was provided by the initial reporter: "the 5 ml syringe was dirty in the hub area."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe 5ml ll bns had foreign material. The following information was provided by the initial reporter: "the 5 ml syringe was dirty in the hub area."